Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the lp was unable to be implanted. A second atrial lp was attempted to be used and it was unable to be implanted. The lps were not used and a ventricular lp was implanted. There were no patient consequences.